Event description:
File coils were used in a treatment of an anterior communicating artery aneurysm. Post procedure, it was reported the patient experience jaw pain. The patent was stable upon discharge.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Model # of coils involved; axium 3mm x 4cm. Axium 2mm x 4cm. Axium 1.5mm x 2cm (2 ea).